Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted mitral surgical ring is not indicated per the labeling; therefore the labeling (ifus and edwards training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, it was felt that the 1st valve was placed too atrial because the valve was not perpendicular to the mitral ring. This caused the valve to be canted and the outer skirt and inner skirt fabric did not seal causing the mitral regurgitation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A 26mm sapien 3 valve was planned to be implanted in a mitral ring via transeptal approach. Post deployment the s3 valve position was too atrial with 3+ mitral regurgitation (mr) and a 2nd s3 valve was implanted. The commander delivery system was prepped with 27cc of volume. The coaxial alignment of the delivery system and valve with the mitral ring was fair. Post deployment, the 26mm sapien 3 landed too atrial (40% atrial and 60% ventricular) in the mitral ring. Tee showed 3+ mr. It was decided that a second 26mm s3 was needed. The 2nd valve landed 30% atrial and 70% ventricular, reducing the mr 1+. The patient was transferred to the unit in stable condition.